Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Device remains implanted. If additional information becomes available, it will be submitted in an supplemental report.

Event description:
It was reported, "cement restrictor broke while being inserted into canal - a 2nd restrictor of the same size was then used without any issues."